Event description:
I had ultherapy on (B)(6) 2016 at (B)(6) dermatology in (B)(6). I was a pt of dr (B)(6) for several years and it was her aesthetician, (B)(6), who performed the treatment. After the first two months, I began to have significant loss of facial volume. By 6 months, I had extreme facial wasting. Due to my alarm over the resulting sagging skin on my face and neck, an ulthera rep recommended a second ulthera treatment to tighten my skin. This second treatment was again performed by (B)(6), under the supervision of the ulthera rep on (B)(6) 2016. The second treatment resulted in facial scarring and significant textural damage. I had to undergo facial repair surgery, to include fat transfer, excess skin removal, and laser resurfacing. Ulthera, the merz company, has been notified on a number of levels of my resulting damage, including my plastic surgeon's efforts to communicate my damages to ulthera's field events office. The FDA approved device has been devastating and irreparable effects in all areas of my life. I will never be the same after enduring the suffering that ultherapy has brought me and loved ones. Please remove this device from the market. Please save other women from being ruined by ultherapy.